Event description:
A customer contacted physio control to report that their device had unexpectedly lost power while monitoring a patient. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio control evaluated customer's device and verified the reported issue. The device cannot be repaired and it was subsequently scrapped. Physio control reviewed electronic patient records and verified that before each unexpected loss of power, the device was running off a 5 year old battery manufactured in 2015. Per the lifepak® 15 monitor/defibrillator operating instructions, the recommended life for the battery is 2 years. It was determined that the likely root cause of the reported issue was due to the use of a battery that passed its recommended service life and was physically damaged.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
A customer contacted physio control to report that their device had unexpectedly lost power while monitoring a patient. There were no reports of adverse effects to the patient as a result of the reported issue.